Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. (B)(4).

Manufacturer narrative:
The complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by a male consumer on (B)(6) 2018 via the website, he had visited his eye doctor six times for an unspecified corneal ulcer. He could not wear the contact lenses for more than a few days without experiencing an eye inflammation and had to wear eyeglasses until the ulcer was fully healed. Additional information received from the consumer on (B)(6) 2018 via telephone call stated that the corneal ulcer was on his left eye and symptoms have now resolved. It was also mentioned that he had worn contact lenses for 30 consecutive days, without removing them at night. The consumer has now resumed contact lens wear. Additional information received from the consumer on (B)(6) 2018 via emailed medical records stated that the consumer experienced eye redness, watering, pain os, and vision changes for several days which prompted him to seek consultation on (B)(6) 2017. Upon slit lamp examination, a three to four mm superficial ulceration was seen located mid-periphery of cornea, cells and flare in the anterior chamber, and conjunctival injection. He was diagnosed with bacterial corneal ulcer os and was advised to wear eyeglasses for three weeks. Upon returning to wearing new contact lenses from the same package, it was noted that some inflammation had occurred, so he returned to wearing eyeglasses. The consumer was prescribed with ciprofloxacin to os eyelid margin every evening for seven days, cyclopentolate 1% one drop os thrice a day, and moxifloxacin hydrochloride 0.5% one drop os every 15 minutes in one hour then taper to one drop os every one hour for three days. It was also mentioned that although the ulceration had resolved, it had left a scar that caused occasional irritation. Additional information received on (B)(6) 2018 via email, confirmed that irritation had already resolved. Further clarification has been requested but not yet received.